Event description:
It was reported that during the trial the patient had very little pain. It was noted that during the trial one lead had fallen out.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Physician product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).